Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an error code 802:20 on channel a; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with a failure 802:20 was confirmed but not reproduced by baxter personnel during product evaluation. The root cause was assigned to defective pump head module. The channel a pump head module was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.